Event description:
Device report from (B)(4) reported a broken rod. A scoliosis correction was done to a pt in (B)(4) approx 1.5 yrs ago. After one yr, one rod broke and was replaced. (B)(6) 2010, first surgery occurred, fixation with pangea system plus left iliosacral t10 to s1. In (B)(6) 2010, pt reported low back pain; it was noted that the left rod was broken. Second surgery on (B)(6) 2010, revision of the rod distal end. A rod to rod connector and a connector were applied to the distal end and the iliac fixation was removed. (B)(6) 2011, pt experienced low back pain. X-rays showed that a rod is broken above the rod to rod connector.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and part number and lot number can not be identified.